Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 2.5. Date: (B)(6) 2010; inratio: 2.7. Date: (B)(6) 2010; inratio: 4.5; re-test: 5.3 (several hours later). Patient tested while on the phone with technical services: 5.2 inr.

Manufacturer narrative:
Investigation pending.